Event description:
It was reported that during the ophthalmic artery unruptured aneurysm procedure, the subject stent was inserted into the microcatheter. When the subject stent was about to be implanted, it was found under fluoroscopy that only the subject stent delivery wire was moving within the microcatheter. The subject stent had deployed prematurely within the microcatheter. Physician removed the entire microcatheter from the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no "product problem" section h1 type of reportable event - corrected - no "malfunction". Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned stuck inside a microcatheter. The stent was noted to be deformed. The stent delivery wire (sdw) was noted to be kinked/bent. During functional inspection, an attempt was made to advance the stent out of the microcatheter, friction was noted. The stent left the microcatheter stuck to the sdw by dried procedural fluids. The stent and sdw were soaked in warm water and the stent could be removed from the sdw. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported code 'stent deployed prematurely during use' was not confirmed during the analysis as the stent was deployed during analysis in the complaints laboratory by advancing the stent delivery wire (sdw). However, the device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'normal'. It was reported 'after inserting the atlas into the microcatheter and when it was confirming under the fluoroscopy, it was found that only the delivery wire was moving when the device was about to be implanted. Considering the possibility of the stent may have been prematurely detached inside of the microcatheter, the entire microcatheter was removed from the patient¿s body'. The stent was returned for analysis still present inside the distal end of microcatheter. The stent was successfully advanced through the distal opening of the microcatheter (friction noted). This advancement was only possibly due to the stent being (still) loaded on the sdw. The stent did not immediately deploy due to the presence of dried procedural fluids. Once soaked in warm water the stent fully deployed and was noted to be deformed. The stent introducer sheath was not returned and the stent delivery wire was returned for analysis and was kinked/bent. The as reported "stent deployed prematurely during use" will be assigned 'not confirmed' and the as analyzed "stent deformed", "stent failed/unable to deploy", "stent friction" and "sdw kinked/bent" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the ophthalmic artery unruptured aneurysm procedure, the subject stent was inserted into the microcatheter. When the subject stent was about to be implanted, it was found under fluoroscopy that only the subject stent delivery wire was moving within the microcatheter. The subject stent had deployed prematurely within the microcatheter. Physician removed the entire microcatheter from the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.